Manufacturer narrative:
The device was returned due to detachment of device header. A visual inspection revealed the device with a broken header which is consistent with explant damage. Analysis of the tests performed, including thermal and mechanical concluded that the device exhibited normal device characteristics throughout the tests performed. A longevity assessment was performed, and device has met the projected longevity and is considered normal battery depletion.

Event description:
It was reported that the header detached from the device during a routine device explant for normal end of life (eol). No additional intervention was performed to resolve the event and the patient was in stable condition.